Event description:
It was reported that during a prostate procedure, "the aiming beam was coming out of the tip of the fiber at 12,567 joules and was not working from the start." A second fiber was used to complete the case. "No patient injury" reported.

Manufacturer narrative:
(B)(4).